Event description:
It was reported that during a hemorrhoidopexy procedure, the device did not staple correctly, unformed staples. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.